Manufacturer narrative:
This report is filed, march 3, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain, intermittencies and poor device function. The patient is scheduled to undergo revision surgery; however, the surgery has not occurred as of the date of this report, march 3, 2016. The implanted device remains.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: the correct date returned to manufacturer is, 06/02/2016; and not 05/27/2016 as previously reported.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016; during the same surgery the patient was re-implanted with a new device. This report is filed (B)(6) 2016.